Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the olympus device evaluation, the duodenovideoscope exhibited foreign material on the air/water (a/w) tube and cylinder, the adhesive around objective lens and bending section cover, inside the light guide lens, and in the grooves of the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. For the foreign material on the air/water (a/w) tube and cylinder, the adhesive around objective lens and bending section cover and in the grooves of the connecting tube a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the electrical connector guide pin. For the foreign material inside the light guide lens a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions would likely be related to the light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion and since the foreign material was present not on external surface of the device, the foreign material could not be removed by reprocessing. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.